Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and determined that wireless footswitch did not function. Fse found that wi-fi-led on the wireless foot switch is flashing red and it cannot be used. Fse found that that the cause is the battery, or the board related to the power supply. Fse replaced the wireless foot switch. Then, the system was returned to use in good working order. The defective part was returned for analysis and investigation indicated that the malfunction with the wireless footswitch. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. This complaint is not related to the connection issue, but it was related to the battery, or the board related to the power supply. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The event should not have been reported to FDA. The event occurred after implementation of the correction 3003768277- 2021/10/29-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury because the system was equipped with a backup wired footswitch. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Moreover, there was no report of harm as the wireless footswitch issue occurred outside of clinical use.

Event description:
It was reported to philips that the system's wireless footswitch did not function. The system was not in clinical use. There was no reported patient or user harm.